Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed the AED functioned as designed and could stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on, but it powered on with a spare battery pack. The customer did not report this occurring during patient use.